Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 alarms or pump error 81 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm (line number 251 file number 32004) and (line number 2002 file number 4) due to a hardware error, fault isolated to the electronic assembly. The pump was received with the case cracked behind the pump near the battery compartment and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed self test. Customer stated that insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.